Event description:
Reportedly, during use on a patient, the ventilator display froze with the following error message: "cannot open files". The hospital staff turned off the ventilator and turned back on again, and then the problem was fixed. The reported problem was not reproduced. Alarm condition was unknown at the time of the incident. Please note that no patient injury or medical intervention occurred in this case. Investigation of this issue has found that when this error message occurs, the patent continues to be ventilated, however, if a subsequent alarm event were to occur, there would be a visual alarm but no audible alarm would sound to alert the caregiver or hospital staff. This specific error message has only been noted in this foreign language 3 .lb version of the ventilator software.

Manufacturer narrative:
Device evaluation has begun, but not completed.